Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an intraoperative procedure, while inserting the screw, the screw broke at the neck of the patient. There was no indication of over torquing. It is possible that a fragment of screw remains in the patient. It was necessary to use another screw to complete the procedure. This is report 1 of 1 for complaint (B)(4).